Event description:
Related manufacturer report number: 1627487-2022-04996, 1627487-2022-04998. It was reported that the had high impedances on one lead and the other lead had migrated. The patient was also experiencing pain at the ipg site. As a result, the ipg was reimplanted on (B)(6) 2022 and the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.